Event description:
The patient reported an issue with the up arrow, down arrow, and ok buttons and the buttons feel flat. The pump reportedly has not been exposed to moisture and the keypad is not peeling or damaged; however, the keypad looks worn.

Manufacturer narrative:
The pump was returned to animas for evaluation. The result of the investigation were as noted; the pump was unresponsive to the up and down arrow buttons, the contrast button required hard presses for the pump to respond, the pump was intermittently responding to the ok button, and there was evidence of adhesive/contamination under all key contacts.